Event description:
Maude event report (B)(4) states: I had a hip implant done on my left hip in 2003. For some reason the pain in my hip is getting worse. It started between 2008 and present time and had gotten more painful with time. I have tried to go swimming and doing things that I was told to try to make the pain go away, but is isn't and now I do not have medical insurance and I am not able to seek full time work due to the pain in my hips now. I tried to go see the doctor, who did the implant for me, who was (b6) and he wants payment to see him which I cannot afford nor have the means to pay so he really wont help me. The few times I've gone in and begged him to see me he tells me that my hip is fine and that I should go see a back doctor. I know its not my back that is causing the pain and that it is feeling about like it was when I went to my doctor in 2003 and he said I needed a replacement hip and so I had it done. Well now that pain is back in my hip again and I cannot do things physical for any amount of time which means being on my feet without the pain getting so bad I have to sit and get off my feet and try to relax to get the pain to go away. So I come to you in hopes that something can be done for me about this hip implant I had done. Something is just not right with it and it is getting worse not better and it seems that I am getting treated like I'm just a hypochondriac if I spelled that correctly and I really am not. I enjoy my activities. I have chosen in my life golf, skiing, soft ball, fishing and camping and riding my mountain bike and I am not able to do any of it now due to the pain I get, so please look into the hip replacement. I had depuy johnson and johnson pinnacle metal on metal that I received and see if there is a reason for my pain or if there is a problem I can address with it and get it corrected so that I may be able to work and enjoy the activities that mean a lot to me. I'm too young to give up on life and it seems that is where I'm heading. Please help me. Update: (B)(4) 2012- litigation papers received. In addition to what was previously reported, litigation alleges that the patient now suffers from large amounts of toxic amounts of cobalt chromium metal ions and particles to be released into the patients blood, tissue, and bone surrounding the implant. It is also alleged that the patient suffers from pain, discomfort, inflammation, limited mobility, and weakness. Date of implantation was provided - (B)(6) 2003. The emdr decision has been reversed and initial emdrs have been created.

Manufacturer narrative:
. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes xx1ef1, 1112498, 1098932, xy6e71, xr9j21, wa6aw1, and v52ey1. A search of the complaint database finds additional reported incidents against lot code w32c91 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/24/2017 - pfs and medical records received. After review of the medical records, in addition to what was previously reported, litigation also alleges starting in 2006, painful hip, to touch, to walk, to enter and exit a car, to walk up and down stairs, playing sports or involvement in outdoor activities, and mobility issues. No revision date or operative records available. No labs available to corroborate alleged elevated metal ion toxicity. Records available for patient's right hip replacement describe what appear to be competitor products--if additional information is provided reporting the use of depuy implants in that hip, then action will be taken then. There is no new additional information that would affect the existing MDR decision. The original maude event report mw5022997 that was part of the ongoing complaint description has been removed and saved as a word document attachment (see attachments) due to the length of the report generating errors in the complaint document.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.